Event description:
Reporter stated that patient received the following results on the compact plus system within 1 minute: 13 mg/dl and 160 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.